Event description:
It was reported that the intra-aortic balloon (iab) was inserted but did not inflate properly. Blood was seen in helium tubing. Iab was removed. There were no associated patient complications.